Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the passage of the spiral blade of the trochanteric femoral nail (tfn) system, spiral blade will not go into the hole in the nail, so the nail is changed for another. In checking with other spiral blades shows that no leaf through the nail. There was a prolongation of surgery: about thirty minutes. This event is on the unknown spiral blade. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Hwc: additional code. This is report is on an unknown spiral blade, part and lot number are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
The complaint handling unit (chu) attempted an investigation into the report that the nail is defective. No material was not returned for evaluation, since the concerned article was not returned for analysis it cannot be fully analyzed and the chu is not able to give a conclusive statement regarding a possible failure reason.